Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown constructs: uss/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in canada as follows: this report is being filed after the review of the following journal article: wright, j. Et al (2007), "are surgeons¿ preferences for instrumentation related to patient outcomes? A randomized clinical trial of two implants for idiopathic scoliosis," the journal of bone and joint surgery, vol. 89-a, no. 12, pages 2684-2693 (canada). The purpose of this study was to compare quality of life and curve correction associated with use of the moss miami system and the universal spine system for spinal fusion in patients with adolescent idiopathic scoliosis. Between september 1997 and april 2002, a total of 129 patients (17 male and 112 female) were included in the study. These patients were divided into 2 groups, the first group were treated with moss miami system with 66 patients. The other group were treated with universal spine system with 63 patients. All adolescent patients with idiopathic scoliosis who were scheduled for posterior instrumentation and arthrodesis with or without anterior release were screened for eligibility. Patients were randomly allocated to treatment with either the moss miami system or the universal spine system. The primary outcome measure for this trial was quality of life profile for spinal disorders. The mean duration of follow-up was 2 years and was extended to april 2004. The following complications were reported as follows: 3 patients had infection. 5 patients had neurologic complications. 4 patients had failure or loss of fixation. 1 patient had superior mesenteric artery syndrome. 1 patient had elective re-operation. This report is for a universal spine system (synthes, canada, mississauga, ontario, canada). This report for one (1) unk - constructs: uss. This impacted product captures the following adverse events: 3 patients had infection. 5 patients had neurologic complications. 1 patient had superior mesenteric artery syndrome. 1 patient had elective re-operation. This is report 1 of 2 for (B)(4).